Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10. Additional information added to field d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint that gastrovideoscope the ultrasonic transducer was found to be worn down (chipped/scratched) was confirmed. Based on the results of the investigation, and information provided it was likely that phenomenon occurred mishandling of the maj- 2358 connecting tube. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): do not strike or drop the tip of the endoscope, soft part, curved part, operating part, universal code, or scope port. Do not bend, pull or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after reprocessing of the gastrovideoscope the ultrasonic transducer was found to be worn down (chipped/scratched). There were no reports of patient involvement.